Event description:
Per the clinic, the electrode array was found to be outside the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).